Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# 0205681194, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the lead broke due to the patient's lordosis. An impedance test revealed that all impedances were over 4,000 ohms. The patient did not feel stimulation. The intervention included a lead replacement. The issue resolved; the patient could feel the stimulation and received effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# 0205681194, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Additionally, please note the lead explant date has been updated at this time. Device evaluation: analysis of the lead found that ¿all conductors were broken 24 cm from the distal end.¿